Event description:
It was reported the pt had pain and swelling around the site of their implantable neurostimulator (ins) and into their legs. It was stated the pain started two and a half weeks before the report and lasted for four days, and then symptoms returned days prior to the report. It was stated the pt had "gone through the security gates at (B)(6) and reported feeling an increase in stimulation and pain a couple of days later." It was also stated the pt's new health care provider discussed the possibility of an infection with the pt. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).